Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy surgery, firing was unable to be performed when device was used. The handle and the reload were replaced with another devices and there was no problem with the operation. There was no patient injury.